Event description:
It was reported to baxter (B)(4) that one (1) infusor two day device was discovered with a broken cap. This was observed before use. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).additional narrative: the sample is not available, per the customer, for evaluation. Therefore the reported condition could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release.